Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative replaced the two mobile view station (mvs) fuses and tested the equipment. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported the while working on the imaging system, two fuses went out. No further details regarding the issue were provided. There was no patient present when this issue was identified.